Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. D10 ¿ product received on: 04mar2020. A representative from raigmore hospital informed cook of an incident involving a retracta detachable embolization coil. On (B)(6)2020, during a pelvic embolization procedure for a patient with pelvic congestion, there was difficulty deploying the coil and it became entangled. The coil was forcefully removed. No unintended section of the device remained inside the patient¿s body, the patient did not require additional procedures due to this occurrence and there have been no adverse effects to the patient due to this occurrence. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, were conducted during the investigation. One retracta delivery wire was returned with biomatter present. The coil was not present on the delivery wire. There is no visible damage to the delivery wire. Additionally, a document based investigation evaluation was performed. Sufficient inspection activities are in place to identify related nonconformances prior to distribution. There is evidence of testing in place to meet design requirements related to this failure mode. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: warnings: ¿the retracta detachable embolization coil is not recommended for use with polyurethane catheters or catheters with sideports. If a catheter with sideports is used, the embolus may lodge in the sideport or pass inadvertently through it. Use of a polyurethane catheter may also result in lodging of the embolus within the catheter.¿. Precautions: ¿prior to introduction of the embolization coil, flush the angiographic catheter with saline.¿. Instructions for use: -¿6. Under fluoroscopic visualization, slowly advance the delivery wire until the entire length of the coil exits the distal end of the catheter. Ensure that the junction remains positioned just inside the catheter tip. Note: advancing the delivery wire slowly allows the junction to be seen more easily and reduces the risk of damaging it. Note: if significant resistance is encountered during coil advancement, do not continue advancing. Retract the delivery wire slightly, then gently re-advance it. If there is still significant resistance, withdraw the delivery wire from the catheter and try using a new coil with a shorter length.". -¿8. If the coil position is correct, use the torque device to turn the delivery wire counterclockwise 8-10 times, until the coil detachment can be either felt or visualized under fluoroscopy.¿. A review of the device history record (DHR) was also conducted as a part of the investigation. The DHR for the complaint lot records no non-conformance. A database search was completed on the complaint lot and no additional complaints were found. As there are adequate inspection activities established, objective evidence that the DHR was fully executed, no non-conformances and no additional complaints from the same lot. It was concluded that there is no evidence that nonconforming product exists in house or in field. Findings of this investigation revealed no evidence to suggest the device was manufactured out of specification. The IFU states ¿under fluoroscopic visualization, slowly advance the delivery wire until the entire length of the coil exits the distal end of the catheter. Ensure that the junction remains positioned just inside the catheter tip.¿ it is unknown if the coil exited the distal end of the catheter and the junction remained inside the catheter tip. If this was not completed, then this may have caused the coil to entangle. However, this cannot be confirmed. Therefore, based on the information provided, the examination of returned product and the results of the investigation, the investigation conclusion for this complaint is cause traced to a component failure unrelated to manufacturing or design deficiencies. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Date of event: unknown. Initial reporter also sent report to FDA: unknown. PMA/510(k) #: k151676. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of a retracta detachable embolization coil for an unknown procedure. During the procedure, the operator reported having difficulty deploying the coil and it became "entangled". The coil had to be removed "forcefully." Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The procedure was pelvic embolization. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.